Event description:
Groshong inserted 3-9-98. Removed sometime 9/98 to 10/98. 10/98- developed abscess at previous insertion site. Culture of site done 10-26-98 = pseudomonas aeruginosa. 11-10-98 area explored under local anesthesia and removed groshong collar.